Manufacturer narrative:
MFR received date: 07 sep 2019. There was no patient involvement. The customer replaced the gas delivery system (gds) and the issue was resolved. The gds was returned for failure investigation (fi). A visual inspection revealed no signs of damage or contamination. Further testing determined that the unit failed due to air flow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 07sep2019. Product was returned to the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a flow sensor failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.